Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 post market surveillance study. It was reported patient underwent a right total hip arthroplasty on an unknown date. During post operative monitoring and testing, it was noted patient had elevated metal ion levels, a malpositioned acetabular cup, acetabular osteolysis, adverse reaction to metal debris, low synovium signal, fluid, joint effusion and synovial fluid. The fluid on the posterior lateral quadrant of the right hip measured 19.8 x 24.6 x 42.0 mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date. It was reported that patient enrolled in a clinical study underwent a right hip arthroplasty on (B)(6) 2006. During post-operative monitoring and testing, it was noted that patient had revision on (B)(6) 2014 due to pain and elevated metal ion levels. Review of invoice history confirmed both surgery dates.

Manufacturer narrative:
This follow-up report is being filed to relay that duplicated mdrs were filed for this complaint: (reference 1825034-2014-03119, 03151, and 07247).

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to correct information that was reported in error on the initial report.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) post market surveillance study. It was reported patient underwent a right total hip arthroplasty on an unknown date. During post operative monitoring and testing, it was noted patient had elevated metal ion levels, a malpositioned acetabular cup, acetabular osteolysis, adverse reaction to metal debris, low synovium signal, fluid, joint effusion and synovial fluid. The fluid on the posterior lateral quadrant of the right hip measured 19.8 x 24.6 x 42.0 mm. These findings were found due to follow up testing. Patient further reported burning in their leg, pain and weakness. There has been no reported revision procedure to date. It was reported that patient enrolled in a clinical study underwent a right hip arthroplasty on (B)(6) 2006. During post-operative monitoring and testing, it was noted that patient had revision on (B)(6) 2014 due to pain and elevated metal ion levels. Review of invoice history confirmed both surgery dates.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-05945 and 2014-07247).